Event description:
Ous MDR - it was intended to treat a lesion in the sfa. During stent placement the pulsar-18 stent was stretched. The patient is a (B)(6) female.

Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The technical investigation of the returned device revealed that the outer shaft has separated from the inner shaft. The inner shaft has buckled distal to the metal tube where the knife is mounted on. The outer shaft of the returned stent delivery system, which has to be retracted in order to release the stent, was found to be fractured inside the handle. The identified deformations were most probably caused by an increased friction between the outer shaft and its contact areas (e.g. Inner shaft, stent, introducer sheath, anatomy) leading to an increased retraction force which finally exceeded the fracture strength of the retractable outer shaft. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.